Event description:
Feedback (2) reported 03-jun-2026: fluid is observed collecting in the pump pocket. This is despite the drainage from last week and the patient wearing an abdominal binder to prevent collection of fluid. The volume drawn out is optimized to the patient, he is not overloaded. Remedial action: plan for re-intervention next week (on (B)(6) 2026). Interventional radiology provider onboard and has invited my presence in the procedure. Re-intervention (1) reported on (B)(6) 2026: peritoneal catheter site opened. No seal found between fascia of abdominal wall and cuff of catheter. 2 purse string sutures added in 0 silk. Tight seal noted around catheter by physician. Patient closed with resorbable sutures. Test cycles completed and successful. Logs downloaded and analyzed for intact catheter. Twilight sedation used with local on site.